Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by a field clinical specialist, approximately two years and nine months following a transcatheter mitral valve replacement procedure performed inside a pre-existing edwards surgical valve using a 29mm sapien 3 valve, the patient underwent a transcatheter mitral valve-in-valve procedure via a transseptal approach using a 29mm sapien 3 ultra resilia valve due to stenosis and a nonfunctioning leaflet, with a reported mean gradient of 20 mmhg. According to the medical record the two year and eight-month transesophageal echocardiogram (tee) assessed the mitral valve disorder. Results of the exam noted there is a bioprosthetic mitral valve in valve with 29mm sapien 3 valve in a 27mm edwards magna ease valve. There is severe mitral stenosis with bioprosthetic leaflet valve dysfunction. On subsequent angiography it appears as though the valve is likely constrained within the pre-existing surgical valve. The mitral valve area based on three-dimensional imaging is 0.92 cm2 with a mean gradient of 11 which has consistently increased over the last several years. The valve is otherwise well-seated with no mitral regurgitation.